Event description:
Boston scientific received information that a patient implanted with a competitor's rv lead displayed a fault code indicating that an open circuit condition was detected during a shock delivery. Boston scientific technical services (ts) was contacted and discussed that the system integrity should be evaluated and to also consider replacing the ICD and/or lead. This ICD is a subcutaneous implant and the right ventricular (rv) lead associated with this ICD is a competitor's product. The following day, boston scientific ts was contacted for further assistance with this ICD. The patient with this ICD received several shocks but a review of the arrhythmia logbook was unsuccessful in finding the recorded episodes. It is unknown if the shocks were successfully delivered. A memory download was sent to the ts representative for evaluation. The patient with this ICD is currently being hospitalized in the intensive care unit due to a stroke. It is unknown if the patient's current condition is related to the functionality of this ICD. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).